Event description:
Boston scientific received information that this pacemaker was electively explanted. After the explant, it was reported that the device header was loose. It was also reported that they had a difficulty on the proximal setscrew where the right ventricular (rv) lead was stripped. However, the rv lead was able to be removed from the device header. After the rv lead was removed from the device header, the device header almost came completely detached from the device case. The pacemaker was replaced and the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Telemetry operations were normal. All seal plugs were intact and all setscrews moved freely. A lead was inserted and retracted without difficulties in both chambers. Visual inspection confirmed the header was separated from the device case. The medical adhesive (ma), used to affix the header to the device case, remained on the bottom of the header with no ma on the case. The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Loose/separated headers are due to an insufficient bond strength between the header and the device case. Laboratory analysis was able to confirm the clinical observations of a loose header; however, it was unable to confirm the issues experienced with the setscrews.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.